Event description:
Device malfunction: none. Symptoms/ae: hypotension, right arm and leg weakness. Time of symptoms/ae: post procedure. It was reported that the same day, post a left internal carotid artery stenting procedure, the patient experienced hypotension and was treated with IV fluids and withholding their blood pressure medications, resulting in the hypotension resolving the next day. The blood pressure medications remained on hold until the patient was seen for the follow up appointment 15 days post procedure, where upon the medications were restarted. One day post procedure, the patient complained of right arm and leg weakness, numbness and heaviness; physical and occupational therapy were started. A CT scan of the head was performed and revealed no acute changes. Reportedly, the episode was related to relative hypotension-low flow-hypotensive ischemia-right hemiparesis. The patient was discharged to home, 7 days post-procedure, with the neuro issues continuing. During the follow up visit 15 days post-procedure, the right arm weakness had resolved and the leg weakness was described as a mild residual weakness but improving. Though requested, no additional information was available.

Manufacturer narrative:
(For neurological event); study event. The device remains in the patient. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint. Hypotension and neurological deficit/dysfunction are known potential adverse effects associated with the use of a carotid stent. The reported hospitalization was in response to the patient symptoms. No device malfunction was reported.